Manufacturer narrative:
Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sm hps dv 560cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia and neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with two 560 mentor smooth round high profile saline breast prostheses and experienced bilateral anisomastia (acquired absence of bilateral breast and nipples) and neoplasm malignant the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.